Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 8731sc (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2010; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown morphine (240mcg/ml at 43mcg/day) via an implantable pump. It was reported that the patient had been having headaches and the physician believed that they had a seroma at the pocket site. A cerebrospinal fluid leak was also reported. The old system was explanted and a new system was implanted. The issue was resolved at the time of the report.